Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic total occlusion stenosed target lesion being treated was located in the circumflex artery. A 2.25x32mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed from the patient without issue and it was noted that the stent was slightly damaged. The procedure was completed with another 2.25x32mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.